Event description:
It was reported that there was discoloration on the reservoir. No patient involvement. No harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Other: device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 3/28/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, contaminated water tank, pole clamp broken, outdated quick connect, printed circuit board (pcb), and power switch. The complaint was verified by visual inspection. The root cause was due to the use of an incorrect fluid. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition and/or age of the device. It was deemed beyond economical repair and was scrapped.